Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: service discovered and reported that the split foil patient electrode impedance verification and the power verification tests were out of spec. Cut levels 3-6 all had high output. Analysis conclusion: the reported issues of patient electrode impedance verification and power verification tests out of spec were able to be confirmed. A capacitor, which was loose on the dc power pca caused the generator produce high output on cut levels 3-6 and caused the patient electrode impedance to show the wrong number/color of bars during testing. Due to limited parts available, the generator will be scrapped; rather than being repaired. If information is provided in the future, a supplemental report will be issued.

Event description:
Service initiated complaint: during servicing it was found that the power verification was out of specification on the pulsar generator (cut 3-6 all had high output). There was no patient involvement; therefore, patient information is not applicable.